Manufacturer narrative:
This report is for an unknown synthes proximal humerus locking plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: belayneh, r. Et al (2018). Osteonecrosis after surgically repaired proximal humerus is a predictor of poor outcomes, journal of orthopaedic trauma, vol. 32 no. 10, pages e387-e393 (united states of america). The purpose of this prospective cohort study is to compare the clinical and patient-reported functional outcomes of patients who developed on after proximal humerus fracture repair with plate fixation with those who have not developed this complication. During a 12-year period, a total of 165 patients (52 male and 113 female) with a mean age of 58.9±14.3 years (range, 21-89 years) were included in the study. These patients were divided into 2 cohorts; 1 cohort being diagnosed with osteonecrosis (on) consisted of 8 patients and the other cohort being those who are non-osteonecrosis (non-on) consisted of 158 patients. Fracture fixation was fixed using a proximal humerus locking plate (synthes, inc, paoli, pa, or exactech, inc, gainsville, fl). The mean follow-up was 22.9±14.1 months (range, 12-72 months). The following complications were reported as follow: a (B)(6) year-old male had moderate posttraumatic arthritis. The outcome of this patient was good and did not wish any further treatment. This report is for an unknown synthes proximal humerus locking plate. This is report 1 of 2 for (B)(4).